Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via right femoral artery in a 64 year old female for acute myocardial infarction with cardiogenic shock. The patient's comorbidities were unknown. The patient's clinical state prior to initiation of support was scai stage e. On day 2 of support, echocardiogram revealed a thrombus on the inlet and the cp was removed at bedside. The patient was stable and no longer required support. Upon explant, no clot was visualized on the cannula and manual compression was applied to the access site. This event is conservatively reported as thrombosis prompted premature explant, but there was no intervention needed and no lasting harm or injury reported.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: ppae (thrombosis) : the root cause of the injury was unable to be determined due to insufficient clinical details.